Event description:
It was reported that the patient experienced insulin flow blocked on the first day of insertion in the abdomen due to bent cannula event on (B)(6) 2026. The infusion set was used for one day.

Manufacturer narrative:
Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325-1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.